Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 3-4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.